Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f exoseal vascular closure device (vcd) did not anchor to the vessel, and the indicator monitor did not activate and the device slipped out. Hemostasis was then switched to manual compression and the procedure was completed. There was no reported patient injury. The device was intended to be used after an endovascular therapy (evt) procedure via retrograde approach. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18448641 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire-damaged loop" could not be observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18448641 presented no issues during the manufacturing process that can be related to the reported event. Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) did not anchor to the vessel, and the the indicator monitor did not activate and the device slipped out. Hemostasis was then switched to manual compression and the procedure was completed. There was no reported patient injury. The device was intended to be used after an endovascular therapy (evt) procedure via retrograde approach. The device will not be returned for evaluation.